Event description:
The caller alleged low inratio results when compared with physician's meter. The following results were reported: inratio 3.3, 8 days later 3.1, four days earlier 1.9, and physician's meter 2.5, four days before initial reported result inratio 5.7, physician's meter 5.2 coumadin dose; 6 days earlier, inratio 4.4, 5mg coumadin dose.